Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The patient also complained about pain from the implantable pulse generator (ipg) being placed too close to the armpit. The lead was removed and the implantable pulse generator (ipg) repositioned. No patient complications have been reported as a result of this event.